Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed and revealed no anomalies. Sc-2208-70 (sn: (B)(4)). Device evaluation indicated that the device was cut into pieces that added up 70 centimeters. The device damage was similar to the typical explant damage and was not considered a failure. Sc-2208-70 (sn: (B)(4)). Device evaluation indicated that the device was cut into pieces and the distal portion (about 32 centimeters) was not returned. The device damage was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient had inadequate pain relief. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2208-70, serial number: (B)(4), batch/lot number: 175938/188062, model/catalog description: st linear lead 70 cm.

Event description:
A report was received that the patient had inadequate pain relief. The patient underwent an explant procedure.